Manufacturer narrative:
The customer's allegation of a solid line appears in the display could not be tested for due no product is expected to be returned related to this case. No product was returned.

Event description:
On (B)(6) 2013, it was reported that the patient's blood glucose monitor had a black line on the display that could lead to misinterpretation of the values displayed. Later, the monitor turned off and would not turn on again. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.